Manufacturer narrative:
The field service engineer (fse) observed the needle bellows was draining poorly and replaced pinch valve pv21 actuator that was causing the drain pathway to be restricted and resolved the issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications. (B)(4).

Event description:
The customer reported approximately three (3) milliliters of blue fluid leaked below the right front side of the instrument involving the coulter lh 500 hematology analyzer. The customer had personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. No erroneous patient results were generated. The customer has an exposure control/risk management plan at the facility. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.